Event description:
Pain *UK legal claim* it was reported the patient started to develop pain and an ache in her right hip. A lytic lesion was noted as at (B)(6) 2015 together with elevated cobalt and chromium ion levels as follows:- cobalt 1264 nmols/l, chromium 697 nmols/l.